Manufacturer narrative:
(B)(4) - ppd received. Part/lot has been updated for the left and right hips. There is no new information that would change the outcome of the investigation.depuy considers this complaint closed at this time.

Event description:
Litigation alleges patient had pain and discomfort; and it became increasingly painful to walk, move and rise from a seated position after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had pain and discomfort; and it became increasingly painful to walk, move and rise from a seated position after asr hip implant. Update (B)(4) 2013 litigation alleged the patient suffered pain, permanent physical injury, disfigurement, and other injuries associated with excessive blood levels of chromium and cobalt as a result of the implanted asr hip.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update received 05/12/2016. The sales rep has reported the revision surgery. Patient was revised to address rising metal ion levels. Updated the head/cup and added the sleeve/stem. There is no new information that would change the existing MDR decision. Complaint was updated on 05/25/2016.

Manufacturer narrative:
Depuy still considers this investigation closed.